Manufacturer narrative:
The technician found that the brake casters are faulty. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake casters swivel when the bed is pushed. No pt injury reported.